Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The customer has not provided additional pictures or x-ray images of the product. No pre-existing conditions were noted on the product experience report (per). A device history record (DHR)review was performed and no related deviations or non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the healing abutment did not seat in the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Patient sex :unknown / not provided. Weight: unknown / not provided. Date of event: unknown / not provided. Last name and email address: unknown / not provided.

Event description:
It was reported that the healing abutment did not seat in the implant. They were able to complete the procedure with another healing abutment.